Event description:
It was reported the patient had their implantable neurostimulator (ins) placed the day prior to report and ¿he was ok all night but he was up and down every two hours to urinate.¿ the patient was not able to urinate again since 4:30 am the morning of report, ¿a tiny dribble will come out but that was it.¿ the patient felt stimulation ¿in the back¿ and it was comfortable. The patient never had therapeutic effect and had a decrease in therapeutic benefit at night time. The patient was not getting symptom relief at night and went to the bathroom every two hours ¿on the dot.¿ before therapy the patient was going every 1.5 to 1.75 hours. The stimulation was at 1.5 volts at the time of report and at 1.90 or 1.80 during the night and day. In three days, the patient hadn¿t noticed a change at night, and the ins worked well during the day. The patient had an appointment scheduled with their healthcare provider (hcp) for (B)(6) 2013. It was later reported the patient experienced loss of bowel control, loose and uncontrollable bowels, which happened once a few days after the implant and once the day of report. A few days before the first time, the patient had been constipated and took milk of magnesia. The patient was taking a pill prior to this and ¿it gave him constipation and dry mouth and as a result of that, he was taking a lot of laxatives.¿ it was further reported that it was suspected that the patient expectations were too high. The patient did not understand that the device needed to be adjusted based on the patient¿s response.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09wpf, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).